Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 leads with the same lot number. It was reported the patient's leads migrated after she was involved in a motor vehicle accident approximately 3 months ago. Surgical intervention was underwent on (B)(6) 2014 and the physician repositioned the leads. The patient reported effective stimulation coverage post-operative.